Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device exhibits signs of repeated use and was fractured, not all pieces have been returned. Sem analysis demonstrated that the device was suspected to be fractured due to torsional overload. The material was consistent with stainless steel. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screwdriver had broken when extending the hinge pin. No adverse events have been reported as a result of the malfunction.